Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, high thresholds, a pacing failure and possible lead fracture were noted on the right atrial (ra) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.